Manufacturer narrative:
(B)(4)

Event description:
It was reported "bladder is in retention, extreme burning, no bowel movement in 5 days and pneumonia admitted to the hospital. He has a very narrow channel with difficulty opening. Physician had a tight bladder neck. He also had one clip that very close to the bladder making it tight to move device. One clip was implanted close to the bladder neck". The patient's current condition is reported as "unknown". Please see associated MDR#s: 3015181082-2025-00055, 3015181082-2025-00056, 3015181082-2025-00057.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "bladder is in retention, extreme burning, no bowel movement in 5 days and pneumonia admitted to the hospital. He has a very narrow channel with difficulty opening. Physician had a tight bladder neck. He also had one clip that very close to the bladder making it tight to move device. One clip was implanted close to the bladder neck". The patient's current condition is reported as "unknown". Please see associated MDR#s: 3015181082-2025-00054, 3015181082-2025-00055, 3015181082-2025-00056, 3015181082-2025-00057.